Event description:
The surestep enhanced meter was reading inaccurately control low. He obtained a 77 mg/dl control solution result; however, the acceptable range was not specified. The customer care advocate (cca) discovered that the patient had not been cleaning the meter according to the owner's manual and replaced the meter. In may 2006, the patient contacted lfs alleging that his surestep enhanced meter caused him "harm", was reading inaccurately low, and was set to the wrong unit of measurement. He obtained the meter from the va office approximately 1 to 2 years ago. When he arrived home, he tested and obtained a "50". He recalls contacting lfs and receiving help with setting the unit of measurement to mg/dl. Following the phone call, the patient tested and obtained a "70" on the reported meter and a 200 mg/dl on his one touch ultra meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy on an unspecified date/time, the patient reported that the meter was reading "low" and he found he was "getting sicker and sicker". He described feeling sweaty, nervous, nauseated at times, dizzy, light headed, and his vision was like he was "fixing to black out". His wife drove him to the hospital, where he was tested and a result over 300 mg/dl was obtained. Treatment was not administered at the hospital; however, he was advised to go home rest and drink plenty of fluids. The patient had been taking 30 units of "n" insulin in the morning and 30 in the evening. Recently, the patient was prescribed 40 units of insulin the morning and 40 units in the evening. The patient confirmed that regardless of his blood glucose, he never adjusted his insulin dose based on the meter results. The patient reported that the reported meter was already returned to lfs and has been using his other two meters. The cca confirmed that the patient was not aware of the unit measurement (uom). The patient could not recall if he had not changed the uom through the meter settings. The meter kit was replaced. This complaint is being reported due to the following conclusion: the patient alleged the meter reading low which may have been due to misinterpreting the results in the wrong uom, maintained his insulin regimen, developed symptoms, obtained a result over 300 mg/dl and was advised on drinking fluids and resting.